Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm battery out limit, watchdog time, unexpected restart, blank display and failed battery test. Customer's blood glucose at time of incident was unknown. Customer was advised to insert new battery and monitor the pump. Customer was advised that we will ship a replacement battery cap.